Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 2000, the patient underwent a primary left l4-l5 spinal root decompression. Three and a half months later the patient presented with back spasm which was mild in intensity. The patient was prescribed a muscle relaxer (flexeril); advised to apply ice/heat and take motrin as needed. The event resolved with treatment 3 days later. The investigator classified this event as unrelated to adcon-l. The investigator noted "illness treated" as a possible explanation for event.